Event description:
It was reported that there was a blockage in an unspecified location in a large volume infusor which resulted in no flow. This issue was further described as, ¿the infusor was clogged¿. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name. E1: initial reporter address: (B)(6). E1: initial reporter city. H4: device manufacture date: the lot was manufactured between (B)(6) 2022. H10: the actual device was received for evaluation. It was noted that the unit did not contain fluid in the bladder because the customer had cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected then a functional flow test was performed, and the flow rates were found to be within the product specification range. Continuous flow of fluid was observed during the functional flow test. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.